Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, multiple structural balloons were open and the trocars were self deflating trocars. It was tested on normal saline and were found to have an air leak. There was no patient injury.